Event description:
A malfunction alarm with code 16 was reported, and it was confirmed that there were no notable events before the issue. The customer's blood glucose level did not exceed 500 mg/dl. The replacement of the pump was arranged by technical support, and the pump was within warranty. The customer was instructed to use multiple daily injections as backup therapy to ensure insulin delivery was not interrupted. Technical support also confirmed the shipping address and provided instructions for returning the pump using a pre-paid label.